Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vessel in the left forearm. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vessel in the left forearm. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: a mustang 7.0 x 100, 75cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and the balloon was inflated to its rated burst pressure with no issues identified. The inflation device was verified and the balloon was inflated again and held for 30 seconds without a drop in pressure. The balloon deflated within 5 seconds after a vacuum had been applied. A visual and microscopic examination of the balloon material identified no issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No issues were identified during the product analysis.